Event description:
The customer reported that the 840 ventilator had an erratic display. The covidien customer support engineer (cse) inspected the device and could not duplicate the alleged event. The unit passed extended self-testing.